Manufacturer narrative:
.

Manufacturer narrative:
On (B)(6) 2016 followup: contact reported that customer had met with health care provider and bg levels were within target rance since adjustment of pump settings. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated (328 mg/dl). Elevated bg level was treated with a correction bolus via the pump. Contact reported that pump settings required adjustment and had since consulted with health care provider who adjusted customer's carbohydrate ratio.